Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: fr995-21 tissue valve, implanted (B)(6) 2011. (B)(4).

Event description:
It was later reported that the lead had high thresholds and high impedance due to a possible fracture. The lead was explanted and r eplaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead had steady increase of pacing impedance and thresholds have risen slightly possibly due to calcification at the electrode site. The lead impedance trend will be monitored and the lead remains in use. No patient complications have been reported as a result of this event.